Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article can be accessed at: doi: 10.21037/jgo-21-391. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature: "prognosis of rectal neuroendocrine tumors after endoscopic resection: a single-center retrospective study" by yue zheng, kehang guo1, and ruijie zeng et al. The study was aimed to investigate the efficacy and outcomes of different types of endoscopic resection in patients with rectal neuroendocrine tumors (nets), by analyzing the tumor morphology along with the rates of complete resection, complications, and outcomes. A total of 98 patients with rectal nets were included to evaluate the en bloc resection rate and histopathological complete resection rate (h-cr) of the lesions. And also investigated for complications such as; postoperative perforation and delayed postoperative hemorrhage. The study reported the en bloc resection rate of the modified endoscopic mucosal resection (emr) and endoscopic submucosal dissection (esd) treatment groups was 97.2% (35/36) and 100% (62/62), respectively. No adverse events except one delayed postoperative hemorrhage and no tumor recurrence or tumor-related death occurred. Modified emr and esd were concluded as safe and effective endoscopic approaches for the resection of rectal nets =15 mm in diameter. However, the study warranted a comprehensive preoperative evaluation of risk factors including, the depth of tumor invasion and tumor diameter for endoscopic resection. The authors used multiple olympus devices and reported the following adverse event: delayed postoperative hemorrhage: one patient experienced a delayed postoperative hemorrhage, which was successfully controlled after endoscopic interventions. Delayed postoperative hemorrhage refers to a hemorrhage that cannot spontaneously stop within 24 h after endoscopic resection and requires additional clinical interventions. Patient identifier (B)(6): kd-650l. Patient identifier (B)(6):gif-q260j. Patient identifier (B)(6): gif-q260. Patient identifier (B)(6): kd-610l. This report is 2 of 4 for patient identifier (B)(6):gif-q260j.

Manufacturer narrative:
This supplemental report is being sent to provide additional information from the author. New information added to event and serial number.

Event description:
Additional information was received from the author: only one patient had bleeding, and the operation was prolonged. At that time, hemostatic clips were used for treatment, and no harm was caused to the patient, and the patient has recovered. The author also reported his medical opinion and does not think the adverse event was caused by the olympus device.

Manufacturer narrative:
Correction b3: event date updated to reflect publication date of source article. This supplemental report is being sent to provide additional information from the author and the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.